Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient was in a car accident and passed way. The patient was not wearing their continuous glucose monitoring system at the time of the accident. The patient was announced dead at the scene. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. The patient was reported to have died in a car accident. It should be noted that diabetes mellitus is a known cause of death. However, a definitive root cause cannot be determined for the reported patient death.